Event description:
The pt's family member called lfs on their behalf alleging that their one touch ultra meter was reading inaccurately control high. The pt neither alleged harm nor experiencing injury or medical intervention. The customer service representative confirmed that the test strips were in good condition, stored, properly, and not opened longer than the discard date. The test strips and the control solution were within expiration date. The meter failed two consecutive control solution tests. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's test strips and control solution were replaced.